Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported that the low glucose alarm on the adc freestyle libre 2 sensor did not sound and ordered a replacement product. The customer reported that due to a delivery issue with the replacement product, he/she was, therefore, unable to monitor glucose. The customer was "unable to swallow" and experienced cold sweats, loss of consciousness, and required treatment of glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.